Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder was selected for procedure. The patient had a normal sinus rhythm at the start of the procedure. The access site was through the patient's right femoral artery. The patient had been placed under general anesthesia for the procedure. The patient was administered heparin for the procedure and had a minimum activated clotting time (act) of 212 seconds and a maximum act of 219 seconds. The occluder was successfully implanted with no reported complications. On 27 october 2022, it was noted during a 3 month follow up transesophageal echocardiogram (tee), that a thrombus had adhered to the occluder. The patient was prescribed a regimen of eliquis and will return 3 months later for another follow up transesophageal echocardiogram. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information:(B)(4) - catalyst ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the thrombus adhered to the 28mm amplatzer amulet occluder. The patient was prescribed aspirin and plavix post implant after diagnosis and after diagnosis of the thrombus the patient was started on eliquis. The patient does received intravenous immune globulin (ivig) infusions and has a history of wegener's granulomatosis and immune disorder. It was reported that the patient was in stable condition. The patient remained hemodynamically stable throughout the procedure. There was no adverse patient effects.